Event description:
Discordant, falsely elevated troponin results were obtained on four patient samples on a dimension rxl max with hm instrument. The discordant results were not reported to the physician(s). The samples were repeated in triplicate on the same instrument, resulting lower. Sample ID (B)(6) was repeated in triplicate on an alternate instrument, resulting as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the pump cassette motor. The customer ran chem wash precision, and results were within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated troponin results is unknown, as samples resulted as expected upon repeat testing on the same instrument. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.